Event description:
It was reported that the patient was seen in clinic. On interrogation they had low flows down to 2.4 liters per minute (lpm), but no active alarms were heard by the patient. They were asymptomatic, weight and blood pressure were stable. Log files stated there were low flow hazard events between(B)(6)2024 and (B)(6)2024. The flow readings do not appear to be the result of any external equipment malfunction.

Manufacturer narrative:
Section d4: device serial number was not provided. Expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The site called the patient to confirm the controller alarms were audible and had them disconnect one battery which triggered an audible alarm. Patient said they may have been sleeping during the time of the alarm and did not hear it.

Manufacturer narrative:
Manufacturer's investigation conclusion: a log file was submitted for evaluation, and it was reported no active alarm was heard by the patient. Data on the reported event date from 30sep2024 to 08oct2024 was reviewed. The log file captured routine power cable disconnect alarm events relating to power exchanges, which cleared when the exchange was completed. Additional information reported the patient was instructed to disconnect one battery, which activated an audible alarm. System controller (serial # (B)(6) was confirmed to alarm as expected. The device was not exchanged and remains in use. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). In section 3, under power the system, covers making or breaking connection between power sources. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.